Event description:
It was reported that they experienced low blood glucose level. Customer's blood glucose value was 2.2 mmol/l at the time of the incident. Another blood glucose level was 8 mmol/l. The customer was treated with food and glucose. It was unknown that auto mode feature was active or not at the time of event. Customer reported battery failed alarm and critical block and inverse critical block did not add to zero error alarm. Customer was able to clear the alarm. Customer receive request to the insulin pump. Customer was able to clear the alarm. Customer performed self test. The insulin pump passed the test. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.